Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up with a headache, slight confusion, and vomiting. The patient took a tylenol and went back to sleep. It was further reported that the patient was found ¿down at home¿ by their spouse in the morning and was stated to be confused, minimally responsive, and had left sided facial droop, left sided weakness, and slurred speech. The patient was subsequently taken to the local emergency department (ed) with signs and symptoms of stroke, and after assessment, was found to have experienced a cerebellar hemorrhage. The patient went to surgery for evacuation and extra-ventricular drain (evd) placement. The patient was transferred to another hospital and neurologic exams remained ¿very poor¿ and the patient¿s family was planning to withdraw medical life support. Of note, the ventricular assist device (vad) exhibited above normal power consumption and there was suspected thrombus in the pump impeller. The patient was said to be compliant with their anticoagulation therapy and was therapeutic for anticoagulation with an international normalized ratio (inr) of 2-3. It was noted that the patient experienced hypertension and the vad exhibited suction. A head computerized tomography (CT) scan and surgical intervention such as a thrombectomy, craniotomy, ventriculostomy with drain were performed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and patient information. The b2 outcome attributed to adverse event has been updated from hospitalization, life threatening and hospitalization to death, h1. Type of reportable event from serious injury to death, the b5.desc evt problem, the annex d, and f have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad was decommissioned first and then the patient subsequently expired later that morning.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report did not reveal evidence of thrombus within the pump. Review of the controller log files revealed consistent power consumption above normal operating range between 22-nov-2022 and 06-dec-2022, followed by a slight increase in power consumption starting on 06-dec-2022; however, no high watt alarms were logged within the analyzed period. Additionally, log file analysis did not reveal any suction alarms. As a result, the reported high-power event was confirmed . The reported suction event could not be confirmed. Information received from the site indicated that the patient woke up with a headache, slight confusion, and vomiting. The patient was later found ¿down at home¿ and was stated to be confused, minimally responsive, and had left sided facial droop, left sided weakness, and slurred speech. The patient was subsequently taken to the local emergency department with signs and symptoms of stroke, and, after assessment, was found to have experienced a cerebellar hemorrhage. The patient went to surgery for evacuation and extra-ventricular drain (evd) placement. Additionally, device thrombus was suspected. It was noted that the patient also experienced hypertension. The pump was later decommissioned and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, thrombus, hypertension, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre -existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have c ontributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.